Event description:
Roi-a : broken anchoring plate post op. It was notified by surgeon that the caudal plate had broken in patient sometime between (B)(6) 2018 and (B)(6) 2019. Post-op films were taken on (B)(6) 2018 and (B)(6) 2019. The reporter viewed all of the films and it appeared the plate has broken which shows in the (B)(6) 2019 film. The reporter attached x-ray images of (B)(6) 2018 and (B)(6) 2019. Roi-a with vertebridge plates and vitality pedicle screws were used to complete the procedure. Additional information received on february 22nd 2019: the current state of the patient is healthy with no pain or other symptoms. There was no trauma. The patient is non-smoker and weighes 200lbs with bmi 34. The patient is monitored with standard follow up appts that include films up to 1 year post op. The surgeon does not plan to schedule revision. Additional information received on march 4th 2019: the order of implantation was roi-a cage, both vertebridge plates then flipped patient posterior and placed pedicle screws. They were all done in same case/same day. Additional information received on march 7th 2019: the patient dx was recurrent left disc herniation l5-s1, right intraforamenal herniation. Patient had prior posterior laminectomy surgery in the past.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint following the additional information and product received. It was reported that the product was still implanted into the patient's body. Therefore, no product evaluation could be performed. From the information provided, the product history records, the x-rays provided and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. It is possible to make the following hypothesis: the posterior assembly over-constrained the cage. Indeed a subsequent posterior compression could have led to the anchoring plate breakage. However, without the product return and evaluation, this hypothesis cannot be validated. The root cause is unknown with the most likely hypothesis of user error. If additional information is received that allows to draw a conclusion, this case will be reopened and the root cause of the complaint will be reevaluated.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The product is still implanted into the patient's body. Therefore, no product evaluation could be performed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation is still in progress. Conclusion is not yet available. Device not returned.

Event description:
Roi-a: broken anchoring plate post op. It was notified by surgeon that the caudal plate had broken in patient sometime between october 2018 and 14 january 2019. Post-op films were taken on (B)(6) 2018 and (B)(6) 2019. The reporter viewed all of the films and it appeared the plate has broken which is showed in the (B)(6) 2019 film. The reporter attached x-ray images of (B)(6) 2018 and (B)(6) 2019. Roi-a cage with anchoring plates and vitality pedicle screws were used during this procedure. Additional information received on february 22nd 2019: the current state of the patient is healthy with no pain or other symptoms. There was no trauma. The patient is non-smoker and weighs (B)(6) with bmi 34. The patient is monitored with standard follow up appts that include films up to 1 year post op. The surgeon does not plan to schedule revision. Additional information received on march 4th, 2019: order of implantation was the following: roi-a cage, both anchoring plates then flipped patient posterior and placed pedicle screws. All done in same case/same day. Investigation still in progress.